Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 105 and a blood glucose of 137 mg/dl to 150 mg/dl and later on, the blood glucose went to 139 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion may impact sensor performance. Customer was advised to monitor sensor and call back if any further issues.